Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor temporarily lost signal to the ilet and then reconnected while the caller was on the phone; the user was advised to keep the ilet close to the sensor and received general troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical care. User support included troubleshooting and education to address intermittent communication between the sensor and the ilet. Investigation of this case revealed a transient communication interruption between the continuous glucose monitoring sensor and the ilet, consistent with signal loss likely due to proximity or interference, with normal function restored upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication limitation consistent with expected behavior when distance or interference occurs.